Event description:
Manufacturer's reference (B)(4).

Manufacturer narrative:
Investigation of the reported failure has been completed. Investigation performed by our field service engineer confirmed the reported failure and the maintenance kit for the patient cassette was replaced. Device logs were saved and sent for evaluation. No parts returned. The maintenance kit for the patient cassette includes membranes and absorber valves. The maintenance parts are to be replaced every 24 months during the preventive maintenance. Evaluation of the log shows that the safety valve test failed during system checkout due to that the required safety valve opening pressure was not reached within 10 s. The pressure reached during test was 107 cmh2o. During the safety valve test the electronic controlling the safety valve opening pressure is calibrated to 117 ±3 cmh2o. This pressure has to be reached to able to perform the test. The recommended action according to the service manual if this test fails is to check for leakage. This failure will be detected during system checkout. Our conclusion is that the safety valve test failed due to a minor leakage that was solved by replacing the patient cassette 24 months maintenance kit.

Event description:
A safety valve error was reported to have occurred with the anesthesia workstation. There was no patient harm reported. Manufacturer's ref. #(B)(4).